Event description:
In 2005 (19 days post-treatment) admitted to hosp for persistent nausea and vomiting, judged possibly related to therasphere. The pt also complicated of lower extremity weakness right flank pain, intermittent pain between the shoulder blades and dizziness with standing. Some constipation with occasional blood but no dysuria. In 2005 discharged.